Event description:
Sybron dental implants sold implant fixtures for dentists to place surgically into the jaws of dental pts to replace missing teeth. Sybron subsequent transferred ownership to implants direct, another implant MFR and can do longer provide restorative components to dentists to place into the implant fixtures in order to make them functional replacements for teeth. I now have pts with implants that cannot be restored and would be harmful to remove. There are multiple sizes of this implant that do not have the available restorative components. However, I have personally only been unable to obtain the components for the hex 4.1. I spoke with representative "(B)(4)" at sybron (B)(4) on (B)(6) 2011 who told me that the restorative components do not exist at this time and alternative replacements may become available in 2 months. Relative to section 9: implant to abutment compatibility "implant to abutment compatibility can be demonstrated during the testing described above in section 8. Mechanical properties. If you identify a legally marketed abutment or implant made by another manufacturer as compatible with your abutment or implant, we recommend that you explain how you determined that compatibility and ensured that your tolerances will allow your device to be compatible. If you cannot establish implant to abutment compatibility based solely on descriptive info, because, for example, you cannot obtain the mfg tolerances for the platform size and shape of another MFR's device, we recommend that you describe th... Dates of use: (B)(6) 2011.